Event description:
It was reported that the patient developed a seroma. The physician drained the ipg incision site. The patient was placed on bactrim antibiotic.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three weeks ago.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 7120581/7120579.

Event description:
It was reported that the patient developed a seroma. The physician drained the ipg incision site. The patient was placed on bactrim antibiotic. Additional information was received that all device components were explanted due to infection. No further information has been obtained.